Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section f9: approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient reported a temperature of 103.4 degrees fahrenheit. The patient went to the local emergency department where cultures were completed and unspecified antibiotics started. One liter intravenous (IV) fluids were given for hypotension. The patient was air lifted to emory university hospital coronary care unit (ccu) and was admitted. Upon arrival, the patient¿s temperature was 102.7 degrees fahrenheit, white blood cell count (wbc) was 12.3, and rtf was 82. A CT scan of the patient¿s abdomen and chest showed cellulitis around the driveline. Antibiotics were continued. Blood cultures were negative. Wound cultures contained 2+ streptococcus pyogenes group a and 1+ staphylococcus epidermis. Treatment was vancomycin and zosyn, which changed to ceftriaxone and defervesced for 4 weeks. It was reported that the patient¿s last visit on (B)(6) 2018 antibiotics had not been completed. The 2 gm intravenous (IV) ctx every 24 hours was continued to six weeks. Oral suppressive therapy was planned post IV antibiotics. The patient reportedly felt better but still had some driveline exit site drainage with fevers. The patient¿s next office visit was (B)(6) 2018.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional adverse events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.